Event description:
The complainant reports an under delivery. It was reported that 1500 ml of formula were hung. The delivery rate was set to 55 ml per hour, to be delivered over 20 hours (1100 ml). However, upon visual assessment, the container showed 600 ml or 700 ml remaining in the bottle.